Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements. Episodes of noise were also found stored in device memory. The noise was not reproducible with pocket manipulations but did occur upon removal of the device from the pocket. Additional inspection noted body fluid in the header which the physician suspected to be the cause of the noise. Both the ICD and rv lead were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Setscrew marks were noted on the terminal pin in the correct position. A slight bend in the lead 28-32mm from the terminal pin was observed with blood/body fluid in the terminal pin and rs- lumen of the lead as well as inside the helix housing. Pressure testing was performed and the lead performed as expected indicating the blood/body fluid infiltrate likely entered through the terminal pin opening. Electrical testing was performed and measurements found the rs+/df coil of the lead was non-continuous. X-ray of the lead confirmed a fracture of the hv cable approximately 27-29mm from the terminal pin with the ends overlapping. A small area of abrasion was also observed on the lead boot insulation 28-30mm from the terminal pin. Scanning electron microscopy (sem) was then performed whereby it was determined the fracture exhibited signs of cyclic fatigue but also evidence of cracks/shear bands on the sides of the cable wires indicating the presence of torsional forces. Laboratory analysis confirmed the reported clinical observations consistent with lead fracture.